Manufacturer narrative:
The company service representative examined the system and could not replicate the ¿shut down issue¿. The company service representative found the central processing unit (cpu) battery to be non-conforming replicating the ¿battery issue. The cpu battery was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on october 29, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of ¿battery issue¿ can be attributed to non-conforming cpu battery. The root cause of the reported event of ¿shut down issue¿ remains inconclusive, as event could not be replicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system shut down abnormally and the cpu battery was bad prior to a surgical procedure. The surgeon restarted the system and was able to proceed with the scheduled procedure. There was no patient involvement.